Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that ineffective pacing due to the autocapture algorithm was observed on the device. The patient is pacemaker dependent but did not experience any symptoms or adverse consequences. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
Corrected information: it was reported that loss of capture in addition to the previously reported event of ineffective pacing was observed on the device.